Event description:
The hospital reported that an employee received an electric shock from a system 1. The employee who received the shock reported that she was not injured. Both the employee and the director reported that the employee was fine.

Manufacturer narrative:
A steris service technician inspected the system 1 and found the system 1 fully functional. Further investigation revealed a leak from the drip pan which allowed water to accumulate under the dip pan. There was sufficient water accumulated to touch the wire of the circulation pump, which caused the metal surfaces of the unit to give off an electric shock. The steris service technician repaired the leak. He also strapped the wire of the circulation pump up so that this situation could not happen in the future. The steris service technician found that the system 1 was not plugged into a gfci outlet. He informed the customer that the instructions for installation of the system 1 required that the unit be plugged directly into a gfci outlet. The customer responded that the system 1 was hooked up to a gfi breaker. The steris complaint investigator has not had her phone calls returned by the facility. The steris account manager will be providing an in-service to the facility.